Manufacturer narrative:
The investigation was completed. Access site bleeding - major: patient requiring several units of blood for access site oozing, femstop used after 30 minutes of manual pressure during closure, no oozing appeared. Unknown how the oozing occurred, so the cause of bleeding issue cannot be determined due to insufficient clinical details. After impella successfully placed and therapy initiated patient went in to tachycardia arrhythmia requiring defibrillation, patient became unstable requiring epi bolus and increase of dopamine. The root cause of the arrhythmia was unable to be determined due to insufficient clinical details. Decision made to remove impella due to low platelet, the cause of the thrombocytopenia was not determined due to insufficient clinical details. Lactic remains elevated but down. From attachment, unfortunately the pump was removed and disposed of due to the low platelet count and patients need for several units of blood. Cardiologist was concerned for hemolysis (although urine remained clear yellow) and continual oozing. Complaint device not returned for analyzing. Data log reviewed, suctions occurred followed by mc spikes observed on 7/15 & 16 at p7, quick resolved impella positioning in aorta and unknown position alarms observed, no placement signal issues seen. The cause of hemolysis issue most likely biomaterial ingestion since mc spikes observed in logs review.

Event description:
Us complainant reported the patient was on impella cp support and after the implant, the patient went into tachycardia arrhythmia requiring defibrillation. Additionally, the patient had hypotensive episodes during support. Furthermore, the patient had oozing at the access site. The patient's bandages were reinforced. Support continued. It was also reported that the patient experienced thrombocytopenia, and blood products were given.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. Instructions for use for the related event are as follows: access site bleed: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ hemolysis: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ thrombocytopenia: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿